Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported erbe encountered c-34 error. Tse advised the caller to pull the erbe power cord, but the customer was unable to do so. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. C-34 error occurred on start-up and mono coag activation. During visual inspection, the bezel has a crack on top right corner. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to the defective generator triggering system errors.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the iesu.

Event description:
Refer to h11 for follow-up information.